Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. The system was scheduled for explant. There were no additional adverse patient effects reported. This ra lead was explanted.

Manufacturer narrative:
This supplemental report was created to update b5, d6b: explant date and h6: impact codes with device revision or replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. The system was scheduled for explant. As of this time, this pacemaker with the right ventricular (rv) lead and right atrial (ra) lead remains in service. No additional adverse patient effects were reported. Additional information indicated that this ra lead was successfully explanted. No additional adverse patient effects were reported.